Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. An analyzis of the history log files could not performed. Due a malfunction of the recording process by a device alam 2111, no histroy logs were recorded. The sample was subjected to a visual and functional examination. The device showed age related signs of tear and wear and slightly dirty, but no visible damages could be detected. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation it could be detected a damage of the sealing between front frame and lower housing. Due this damage liquid penetrated into the device. No visible damage of electical components could be detected. The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): "under infusion" customer information: blood transfusion set up over 3 hours - 87 ml/hr set on b braun infusomat space pump. Noticed by nursing staff near end of planned infusion time that there was a significantly greater volume notice of blood still present in the infusion bag on visual inspection. This was compared to the pump data - which was correctly set and infusing at 87 ml/hr with volume to be infusd as 23ml, but time remaining 1 minute.